Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event knife shows an anomaly at the tip of the knife, vertical wound, leakage, suture was actually reported against the 2.2 mm ophthalmic knife not with 1.2mm knife. Hence, the reports will be submitted under the manufacturer reference number 2523835-2023-00715. The manufacturer internal reference number is: (B)(4). No further reports are submitted for the 2523835-2023-00725.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic operating knives were used during the cataract surgery and the knife was found to be an anomaly at the tip of the knife and a male patient of 69 years had vertical wound on the right edge of the main incision which cause leakage through the incision and corneal wound was sutured. The current condition of the patient was unknown. Additional information requested and none received till date. This complaint is pertaining to the second patient among the four patients.